Event description:
.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info regarding this event was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.